Event description:
It was reported that there were multiple power on resets. The device was reset and remains in use. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters. Device experienced a critical ram parity error por on (B)(6) 2012 in location "0e b4" and (B)(6) 2012 in location "0d f8." Device should be able to recover from the event and continue normal function. Patient was undergoing radiation therapy concurrent with event timeframe.